Event description:
Reporter alleged the lancet needle used for finger-stick glucose testing that is part of the softclix plus system is sticking out beyond the cap. The location of the alleged incident was not provided. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix plus system: catalog number 0462834900.

Manufacturer narrative:
The suspect product is the softclix plus lancet.